Event description:
The customer reported that there was a communication failure error message. This error resulted in an uncommanded system shut down. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 3 vdc coin battery was evaluated and replaced. The system was tested and found to be working as intended and put back into service.